Manufacturer narrative:
Additional information received indicates that the patient thought that on one occasion, the capacity of the batteries at the time of the event was between 50 and 75% and 25% on a second occasion; but that he was not positive about this. The patient reported that manipulation of the battery connections and cables was not occurring when the power switching events occurred. The only alarm the patient noted was the typical alarm that occurs when the power source is switching. The site reported that the patient had been at a clinic visit on (B)(6) 2017 and that they had checked his connections and controller and had not noted any "dirty connections". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4)- battery; catalog number 1650de; expiration date 11/30/2016; device available for eval: no; device evaluated by MFR: no, not returned to manufacturer; labeled for single use: no; (B)(4). (B)(4) - battery; catalog number 1650de; expiration date 11/30/2016; device available for eval: no; device evaluated by MFR: no, not returned to manufacturer; labeled for single use: no; (B)(4). (B)(4) - battery; catalog number 1650de; expiration date 11/30/2016; device available for eval: no; device evaluated by MFR: no, not returned to manufacturer; labeled for single use: no; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was experiencing power switching events that involved four of his batteries. The batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
(B)(4). Heartware has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.